Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "frequent occlusions that are not registering on pump as she is not receiving an alarm." Reportedly, customer went to the emergency room for diabetic ketoacidosis. Customer was released 26 hours later. Customer declined troubleshooting from tandem technical support. No additional information was provided.